Event description:
It was reported the patient was unable to adjust stimulation. The patient received a "call your doctor" message. A power on reset (por) condition was reported. It was noted the patient had not had a recent medical procedure. The manufacturer's device registry indicates the patient's implantable neurostimulator (ins) and lead were replaced 11 days later.

Manufacturer narrative:
Product ID 3093-28, lot# v660708, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).